Event description:
Two patient samples with discrepant sodium results. Patient 1, initial sodium gave 132 mmol/l; repeated three times giving 137 twice and 138 mmol/l. Patient 2, initial sodium gave 130 mmol/l; repeated twice giving 142 and 139 mmol/l. No erroneous results were reported. The field service rep determined the cause to be a problem with the sodium electrode, and replaced sodium electrode, ise tubing and adjusted mix/dry. Performance tests performed and within specification.